Event description:
Follow-up identified stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg for approximately a year. The patient lost stimulation around the same time. The sjm representative was unable to establish communication with the ipg using the charger and programmer. Per the manufacturer's device database, the ipg was explanted and replaced.